Event description:
The service report shows the customer reported that the 840 ventilator had an erratic screen. There was no patient involvement. Covidien troubleshoot this issue with the customer over the phone. The customer to replaced the graphical user interface (gui) pcb.

Manufacturer narrative:
(B)(4).